Event description:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) was not visible or engaged. Manual compression was applied for hemostasis. There was no reported patient injury. The device was prepped and stored according to the instructions for use. Prior to use, there were no visible signs of device or packaging damage. No excess force was applied during insertion, and the device was fully shuttled down without significant resistance. No unusual force was applied during sheath retraction. The sheath was not kinked or bent upon removal, and there was no visible damage to the distal end of the balloon shaft. Angiography confirmed femoral artery suitability, with an insertion angle of 30¿45 degrees. Vessel diameter was confirmed to be 5 mm, with no visible calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no vessel tortuosity at the femoral puncture site, which was located in the femoral artery. Before deployment of the mynxgrip vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The intended procedure was diagnostic, and the procedure was performed using a retrograde approach. The physician was certified in the use of the mynxgrip vcd. The patient was not morbidly obese. Other procedural details were requested but were not provided. The device could not be returned as the patient was infected.

Manufacturer narrative:
Complaint conclusion: as reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) was not visible or engaged. Manual compression was applied for hemostasis. There was no reported patient injury. The device was prepped and stored according to the instructions for use. Prior to use, there were no visible signs of device or packaging damage. No excess force was applied during insertion, and the device was fully shuttled down without significant resistance. No unusual force was applied during sheath retraction. The sheath was not kinked or bent upon removal, and there was no visible damage to the distal end of the balloon shaft. Angiography confirmed femoral artery suitability, with an insertion angle of 30¿45 degrees. Vessel diameter was confirmed to be 5 mm, with no visible calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no vessel tortuosity at the femoral puncture site, which was located in the femoral artery. Before deployment of the mynxgrip vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The intended procedure was diagnostic, and the procedure was performed using a retrograde approach. The physician was certified in the use of the mynxgrip vcd. The patient was not morbidly obese. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2513905 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "sealant failure to deploy advancer tube' could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and withdraw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visible and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.